Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter would not turn on. The complaint was classified based on the original customer care advocate (cca) documentation. Since the patient was unable to be contacted for follow up questions. The patient reported that the alleged meter power issue first occurred on an ¿unknown¿ date and time prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster). In ¿(B)(6) 2013¿ the patient reported increasing his dose of medications ¿sliding scale 35 and 10 humalog¿ as a result of the product issue. It is unknown if the patient developed any symptoms. However, on ¿(B)(6)2013¿ the patient reported that he was treated by a health care professional (hcp) with ¿IV fluids¿. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product and the patient did not have any test strips. Cca also noted when the power button was pressed, the meter turned on. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly received treatment for symptoms indicative of a serious injury from a hcp while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.